Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the blank screen on new pump. The customer stated that the he was reported blank display. Customer also stated that display did not returned after the restart. No harm requiring medical intervention was reported. The device will be returned for analysis.